Manufacturer narrative:
Initial and final MDR (B)(4). MDR 3003442380-2024-08184- device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off during use events on (B)(6) 2024. The infusion set was in use for over a day for first event and 3 hours for second event. The blood glucose level was 280-350 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.